Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl due to an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 122-123 mg/dl; and the meter bg reading was 50 mg/dl. Reportedly, the customer administered a glucagon injection to address bg level. The customer was hospitalized and treated with intravenous (IV) fluids. IV treatment was not confirmed as the customer declined to perform further troubleshooting with tandem technical support. Customer was released from the hospital on (B)(6) 2021. Tandem technical support educated the customer on pump functions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.